Event description:
The customer reported that their pump would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps, including using different charging cables and adapters, which did not resolve the issue. Customer reverted to an alternate method of insulin delivery.